Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that the instrument was found broken after going through sterilization.

Manufacturer narrative:
Visual inspection of the device is confirmed to be fractured into two pieces and all of the fragments have been returned. The fracture is proximal to the medial edge of the central post. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Based upon the information provided, the root cause can be said to be a previously addressed design issue.